Manufacturer narrative:
Additional information: the device has been returned to the manufacturer for evaluation. Visual examination confirms the superior tang is broken; the broken piece is missing and not returned for analysis. Fracture initiation appears to be located at the base of the tang, consistent with bend stress overload. Microscopic examination of the fracture surface reveals a fairly quasi-brittle fracture, with no indication of fatigue. The above observations are consistent with bend stress overload.

Event description:
It was reported that the inserter's tip broke during an unspecified surgery.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.